Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify low battery alert or power loss alarm due to blank display. Unit received with corroded battery tube, corroded motor home switch, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries were lasting less than a week. The customer¿s blood glucose level was unknown. Insulin pump will be returned for analysis.